Event description:
It was reported that several buttons on the insulin pump were not reacting. Customer stated that the b button and the up arrow button were not working. Self test was performed and passed. It was noted that the customer's blood glucose readings in the evening were 24 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked display window ,minor scratches on display window, missing address/serial number label and cracked case near display window corners noted during visual inspection. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No prime anomaly noted. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.